Manufacturer narrative:
UDI (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was found empty in the pharmacy. The leak was identified on the edge near the white seal and the injection port component. The injection port "had slipped up from beneath the white seal, folded over and exposed a gap beneath the white seal causing the leak". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection showed no irregularities in the components assembly; however, damage was observed in the injection site. An underwater pressure leak test was performed and it was noted that the bag leaked through the injection site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of the condition was determined to be related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.